Event description:
A customer reported cartridge alarms 30 and 20 during the pumping process. The specific blood glucose value due to the issue was unknown, but it was displayed as "high." The customer managed the situation by using a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. Reportedly, the customer reverted to an alternate form of insulin therapy.